Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The reported issue was identified during visual inspection. The cause of the damage was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump was found to have a damaged power cord. This was found before use. There was no patient involvement. No additional information is available.